Event description:
Additional information was obtained. The patient just started seeing their current physician so they did not know if their seizures were above baseline. Per the patient's mother, they are not above baseline. Their current vns settings had been in place for a while. Their physician plans to alter the patient's medications. Programming changes may also be made. A battery life calculation was performed and showed the generator to be nearing eos. The patient will likely be sent for a prophylactic generator replacement.

Event description:
Additional information was received that the patient will be referred for surgery. The reason for this referral, is that, his battery is near end of service. This was recently determined by external interrogation of the device. Due to the poor functioning of the device, he continues to have seizures, therefore the need to replace the battery. His vns was originally placed in 2001. At this time no date has been set for their surgery.

Event description:
A patient's mother called and reported that their child experienced 9 grand mal seizures within last 2 days and went to the emergency room. The patient had been seen for follow up approximately one month prior and their device had not been checked at that time. Their last device check approximately 2 years ago. Until recent episode noted above, the mother reported that their child experienced 1-2 cps/day and 1-2 grand mal/month which has been consistent for him. A patient appointment has been scheduled and a field representative will be present at the appointment. It is unknown if the patient's seizures were above baseline.

Event description:
It was reported by the patient's mother that the patient no longer had seizures once the vns battery died. No further relevant information has been received to date.

Event description:
It was reported that the patient had two seizures. No further relevant information has been received to date.